Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula. Therefore, the patient stopped eating carbohydrates, attempted correction bolus and eventually, the patient was taken to the emergency room with blood glucose level of 467 mg/dl, where he received intravenous fluid, insulin and an anti-nausea medicine as corrective treatment. Further, his blood glucose level improved (in 200's mg/dl). After spending 4 hours in the emergency room, the patient was hospitalized due to high blood glucose level on (B)(6) 2019 at 01:00 am. During hospitalization, he received intravenous fluids and insulin which resolved the issue. Moreover, the infusion had been in use for one day and was replaced but the patient still experienced high blood glucose level. Reportedly, he was still hospitalized and there was no permanent damage caused to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.